Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/09/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/28/2015 with the following findings: on investigation, the alleged inaccurate delivery issue was not verified in the black box or duplicated in the evaluation. Review of black box data found the last bolus was delivered on 3/20/2015. Black box also showed that on the same date there was an unexplained loss of prime and delivery was never resumed. The total daily insulin delivery added up correctly and reflects the user's programmed basal rates. Using the returned caps, the pump powered up and functioned properly. Pump delivery accuracy was found to be within specifications. Audio and normal bolus were delivered and recorded correctly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidences.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.